Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, flakes from the tip of the device were found on tissue after use. The physician removed the flakes and irrigated the area. There was no patient injury.